Event description:
The customer states that discrepant patient results have been generated by the imx total b-hcg assay and have been questioned by a physician. A patient sample generated a result of 408 mlu/ml. The same sample generated a result of 1818 mlu/ml at a sister (also with the imx system) and a result of 2521 mlu/ml on a competitor's platform. Controls have been within specifications. No patient information will be made available due to confidentiality issues. There is no impact to patient management reported.

Manufacturer narrative:
Internal indentifier (s): 056/1-204804556-10 patient code: 2199 (patient, no consequences or impact to). Device code: 2456 (inaccurate test results). A field service technical executive (te) was sent to the customer site at the request of the customer. The te replaced damaged probe tubing, worn wash stations, the probe/electrode assembly, the multi-valve block, a leaking sample syringe, and a wron diluent syringe. The te also inspected, cleaned and lubricated the boom and pump assemblies. The assay was then recalibrated and subsequent results were acceptable. This event is addressed in the imx operations manual review, ln 8376-07:66-5458/r4; section 9: maintenance-pg, 9-1: to ensure accurate test results, you need to maintain you imx. At regularly scheduled intervals, you must clean various part parts of the imx and run system checks to be sure that the imx is running properly. If you maintain your imx properly, you will: maintain the best operation level for you imx, and provide the highest quality test results are affected / help identify and isolate any problems with you imx system. Daily maintenance (actually performed once per each 8-hour shift of instrument use): washing and inspecting the probe/electrode assembly / probe cleaning procedure / priming the imx and checking for air bubbles and leaks. Weekly maintenance: cleaning the dispense system. As required maintenance (includes component replacement): diluent or sample syringe / interconnect tubing / multivalve block / probe link tubing. Sectio 10: troubleshooting>> observed problems>> erratic meia test results (page: 10b-13), probable cause: air bubble in the meia or select reagent pack, sample well, tubing, or syringes. (Leak) / dirty, damaged or incorrect positioning of the probe-electrode assembly / dirty or malfunctiioning dispense component / improper mixing of the reagent pack between runs / insuffcient meia #2 diluent buffer / liquid present on tip of probe, labeling currently present in the imx operations manual adequately addressess the situation noted by the customer. The customer is provided with guidance on how and whe to perform maintenance procedures including necessary component replacement instructions, the investigation demonstrated that the imx analzer is performing within its intended use, label claims, and specifications. No deficiency related to the performance of the device was identified. This is a final report.